Event description:
The reporter stated that the reporter did meter to hcp meter comparison tests, side by side. The reporter's meter result was 288 mg/dl, with a 388 mg/dl result on the hcp meter (onetouch), at the hospital where the reporter works. The reporter did not have any symptoms. No harm was alleged.